Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 347, 312 and 265 mg/dl. The customer stated that is most concerned with a blood result obtained on (B)(6) 2016 of 522 mg/dl fasting. The customer's expected fasting blood glucose test result range is 140 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 284 mg/dl and 292 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that is most concerned with a blood result received on (B)(6) 2016 of 522 mg/dl fasting. The customer stated that has just completed a hike, was not experiencing any symptoms, and had been fasting. The customer stated that this morning before taking the blood sugar reading of 347 mg/dl non fasting after eaten a "a pop tart and had a cup of coffee" and hour prior which customer felt should not raise the blood sugar to be at that level. All other results recorded were fasting results. Meter memory was set with date and time correctly.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. Note (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 347, 312 and 265 mg/dl. The customer stated that is most concerned with a blood result obtained on 10/29/2016 of 522 mg/dl fasting. The customer's expected fasting blood glucose test result range is 140 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 284 mg/dl and 292 mg/dl. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:522 mg/dl. The customer stated that is most concerned with a blood result received on 10/29/2016 of 522 mg/dl fasting. The customer stated that has just completed a hike, was not experiencing any symptoms, and had been fasting. The customer stated that this morning before taking the blood sugar reading of 347 mg/dl non fasting after eaten a " a pop tart and had a cup of coffee" and hour prior which customer felt should not raise the blood sugar to be at that level. All other results recorded were fasting results. Meter memory was set with date and time correctly.